Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: the lot number is unknown and the gtin is unavailable. The product was made prior to compliance date. Therefore, UDI is unavailable. The manufacturing location is unavailable. PMA/510(k) number is unavailable. Device manufacture date: the device manufacture date is unavailable. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the coating of the irrigation tubing device was ¿mat¿ from the beginning. It was noted that there was a lot of bubbles so the device needed to be changed. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the reported product (irrigation tubing set) appeared not to be a synthes product (05.001.069.05s) as described in the complaint ((B)(4)), but rather a biosense-webster produce (sat001) which has captured under biosense-webster complaint number (B)(4). All further investigation will be performed under biosense-webster (B)(4). No further investigation will be performed in synthes complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.